Event description:
It was reported that the vns pt died and that the generator was explanted during an autopsy. The explanted generator is expected to be returned to MFR for analysis. Attempts to obtain add'l info regarding the relationship of the death to vns therapy have been made with the physician, but have been unsuccessful to date.